Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No reprogram alarm or check setting alarm noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that she did not see any insulin coming out during the fill tubing process. The customer gave herself 6 units of insulin and her blood glucose was 321 mg/dl at the time she gave herself the injection. The blood glucose was at 374 mg/dl an hour after the injection. Customer had the customer go through the fill tubing portion of the set up again and insulin did exit and stated that her blood glucose got as high as 400 mg/dl something. Customer also reported reprogram alarm and check settings alarm. Alarm did not occur during the first rewind. Alarm did not occur after setting the time and date on the pump before the pump was rewound for the first time. Customer advised to discontinue use of the pump and follow back up plan. The insulin pump will be returned for analysis.